Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Six devices were received for evaluation; 6 events were duplicated during testing. Three devices were found to be affected by corrosion and debris. One device was found to be affected by corrosion, a shattered bearing and debris. One device was found to be affected by a lack of lubrication and debris. One device was found to be affected by corrosion. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device reportedly overheated. Four events had no patient involvement; no patient involvement. One event had patient involvement and the patient was burned. One event had patient involvement; no patient impact.